Event description:
It was reported that during an unknown procedure, the devices were not forming clips. Customer also said device "reversing" clips." No additional information available regarding issue. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.